Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient asked for an ins that she didn¿t have to charge but it didn¿t even last 5 years. The patient had a rechargeable one put in and it is doing good. No symptoms were reported.